Event description:
It was reported that pump experienced recurring malfunction alarms with code malf 0, with no notable events occurring beforehand and several similar malfunctions previously reported on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.